Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the o2 low flow test step during testing. The device's active exhalation controller was replaced to address the issue. Additionally, unrelated to the test failure, the device was found to have a missing/broken cable clamp, the base and rear enclosures were damaged, discolored tubing was observed and the porting block adapter was found to be broken. All parts replaced.